Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during the implant procedure, high, out of range, pacing lead impedance was observed despite testing multiple positions of the lead. The lead was not implanted. There were no complications for the patient during or after the procedure. The patient was stable after the procedure.